Manufacturer narrative:
Suspect device received on may 04, 2021. Device evaluation completed on may 16, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:apsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with mentor memorygel, 300cc silicone prosthesis developed unknown-sided capsular contracture (unknown baker grade ) post procedures. A physical examination confirmed the issue. As a result, patient underwent bilateral replacements as follow: left- cat#:3505455bc, sn#: (B)(4) and right- cat#:3505455bc, sn#: (B)(4) on (B)(6) 2021. Note: as of this report mentor does not have any information regarding the impacted side, therefore just the device lot number was used in this report, not the serial number since is different. If additional information is received, a supplemental report will be submitted as applicable.